Event description:
It was reported that this pacemaker system exhibited pacing impedance low out of range on the right ventricular (rv) lead. The lead was suspected to have a gate oxide defect. Oversensing was noted but was falling into blanking, no pacing inhibition was present. Later on, the rv impedance became increasing, and it became high out of range. The pacemaker and right ventricular (rv) lead were both explanted. Technical services (ts) recommended them being return for analysis. No additional adverse patient effects were reported.